Event description:
It was reported that during a laparoscopic appendectomy procedure, after 3-4 successful firings they were having difficulty loading the cartridge. They were finally able to get the cartridge loaded and fire the device. Once the device was fired, the staple line let go. It did not hold. The staple formation was not good. A second device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle the analysis results found that the device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.